Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542650, lot #5881880. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor siltex round moderate profile 325cc saline prostheses and experienced and experienced issues post procedure. In (B)(6) 2018, bilateral baker¿s grade ii capsular contracture was noted. Additionally, the left implant had deflation, and the right implant had also deflated becoming flat. As a result, bilateral prosthesis replacement with mentor siltex round moderate profile 325cc saline prostheses was performed. See 1645337-2019-07807 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/6/2019. Device evaluation summary: it was reported that a 48-year-old female underwent breast augmentation revision with mentor siltex round moderate profile 325cc saline prostheses and experienced and experienced issues post procedure. In (B)(6) 2018, bilateral baker¿s grade ii capsular contracture was noted. Additionally, the left implant had deflation, and the right implant had also deflated becoming flat. Upon receipt by mentor the device contained no fluid. Red material was observed within the device and on the shell surface. During initial evaluation a rent measuring approximately 0.5cm was observed on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise of the device integrity. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the red material observed in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the photograph of the explanted device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 48-year-old female underwent breast augmentation revision with mentor siltex round moderate profile 325cc saline prostheses and experienced issues post procedure. In september of 2018, bilateral baker¿s grade ii capsular contracture was noted. Additionally, the left implant had deflation, and the right implant had also deflated becoming flat. The customer provided a photo of the actual devices involved in the complaint. Based on the photo, the left implant has a white material within the shell, and right implant has bubbles. There is no evidence of deflation. The complaint was not confirmed. No further investigation can be performed at this time. No corrective actions are required. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).